Manufacturer narrative:
Other relevant device(s) are: product ID: 7495lz51, serial/lot #: (B)(4), ubd: 29-apr-2006, UDI#: (B)(4); product ID: 3487a, serial/lot #: (B)(4), ubd: 06-may-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was to undergo a ins/lead replacement surgery on (B)(6) 2018 and that an infection was discovered at the ins site during the procedure. The ins and part of the extension were explanted, and the remaining potion of the extension and the lead were to be explanted at a later date. Cultures of the infection were taken, the pocket was washed and the and the incision was closed. It was noted that high impedances were measured prior to the explant. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID: 3487a, lot# j0214096v, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the ins and lead were being replaced due to an infection in the battery pocket. The cause of the high impedances and infection was not determined. It was unknown when the remaining lead and extension would be removed. No further complications reported.